Event description:
Seamguard missing. Has been reported & returned, rga# [redacted], tracking # [redacted]. Manufacturer response for staple reload, signia (per site reporter). Issued rga# [redacted].